Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high, out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms and low atrial intrinsic amplitude. However, the yellow alert was not triggered. The patient remote monitoring system was reviewed and it was seen that the previous alerts were not evaluated as patient was noncompliant to routine follow ups. Additional information received stated that the lead configuration was programmed to unipolar on the lv lead and the impedance measurement became normal. This lv lead remains in service. No adverse patient effects were reported.